Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with manual injection. Caller reported that the blood glucose later came down to 355 mg/dl. During troubleshooting, the customer was able to get insulin to exit the device. The insulin pump was not replaced or returned for analysis. The infusion sets were replaced; customer agreed to return the products for analysis.